Manufacturer narrative:
Evaluation method code gride row #2 has been updated to event history log review.

Event description:
It has been reported to philips the voice is distorted when the self testing.

Manufacturer narrative:
Failure was confirmed when the device was returned to the factory. A case was created in trackwise and the complaint was escalated for technical complaint investigation and the results indicate that the speaker gasket was deformed, partially detached from, and impinging on the diaphragm, which caused additional noise during voice prompts. The device includes redundant design features to support use of the device during a critical care event if the speaker does not provide voice prompts. These features include pads placement icon lights, an insert-pads-connector flashing light, flashing shock button, and a charge tone. Based on the information available and the testing conducted, the reported problem was caused by a deformed and partially detached internal speaker gasket. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. Philips japan was provided with a replacement device. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.